Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the alarm history showed evidence of call service 012 variable out of range alarms. The battery compartment was cracked at the seal on the side. The returned battery cap was undamaged and able to fit. The display contrast was dim and reddish. The ez-prime steps were performed correctly, and no call service 012 alarm occurred during the investigation. The pump¿s cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.